Event description:
When trying to fire the 45 stapler, it would not fire. They tried taking the stapler out of the body and troubleshooting. When we tried a new load and same techniques were used, the new load did fire.